Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the breakage of the camera cable or the camera head due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation before for unspecified therapeutic procedure at the user facility, the endoscopic image of the subject device was not displayed, and the procedure was abandoned. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and there was no abnormality on the exterior. Therefore oekg surmised that the cause of the reported phenomenon might be the failure of the camera cable.